Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, her insulin stopped working. Customer didn't provide any other detail. Company representative did state it seemed customer had called in and received a replacement device. Customer's information wasn't provided.